Event description:
The complainant reported that during impella cp support, the optical signal became unreliable. The pump was successfully weaned and explanted. No patient harm has been reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the priming issue and optical signal issue has been completed. The root cause of the optical signal issue was most likely patient condition related. All pertinent information available to abiomed has been submitted at this time.